Manufacturer narrative:
Please refer to the attached analysis report. Attachment: [20200820 - file-2019-04252 - analysis and closure report - resp-2020-00841.pdf].

Event description:
Reportedly, the programmer was blocked displaying the message: programmer starting up. Please wait.

Manufacturer narrative:
Preliminary analysis revealed that after replacing the carrier board, the reported issue was not reproduced.

Event description:
Reportedly, the programmer was blocked displaying the message: programmer starting up. Please wait.

Event description:
Reportedly, the programmer was blocked displaying the message: programmer starting up. Please wait.